Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) gave error code 5 during maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and replaced the main pcb board (0670-00-0788 ) with a new one. Functions of the device tested and delivered to the user in working condition.